Manufacturer narrative:
The button error alarm was due to moisture damaged keypad traces. There was no moisture damage on electronics noted. The pump was unable to prime during prime test due to force sensor resistor. The pump passed the displacement test, basic occlusion test, occlusion test, and no delivery test. The no delivery alarm was unable to be verified due to prime anomaly. The pump had no unexpected restart alarms or memory anomaly during testing. The pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that the customer's blood glucose was 450mg/dl. It was reported that the customer was advised that not clearing the alarm caused the device not to deliver the insulin. It was reported that the customer declined to troubleshoot for the high levels due to being informed of the cause. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.